Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: occlusion alarm during use the syringe was used today 9/5 and is loaded with noradrenaline. The pump alarmed with occlusion the patient was not affected, no staff were exposed to blood or body fluids. It alarmed during use the syringe is not contaminated with blood or the like. Please note that the syringe is filled with noradrenaline and that the syringe plunger is extended, so I would like to get a box that is large enough for the syringe. Sometimes the boxes have been too small and I have had to empty the syringe, which is not correct, since the pump alarmed at the specific position of the syringe plunger and which I think would be interesting to investigate further. If the syringe is squeezed together, it is difficult to find the right position. Customer response received: the pump being used was a cc pump.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, no damage or other defects were observed on the device and the plunger moved without issue. A device history review was performed for reported lot 2411099, no deviations or non-conformances related to this issue were identified during the manufacturing process. The silicone employed in this product is a medial grade and is used during the syringe assembly process to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified, all production and quality processes were carried out normally. The retuned sample underwent the same evaluations and all product was verified to meet required limits. Based on the available information we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.